Event description:
It was reported that high impedance was noted on the left ventricular lead at a follow up visit occurring approximately 1.5 months post implant. During the revision procedure, the physician found blood inside the connector of the device. Attempts were made to clean the lead and the device, but the impedance remained high. The device was explanted and replaced. The impedance was then noted to be in the correct range. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed, and no anomalies were found. Performance data was also received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. The lv pacing impedance measured high on (B)(4) 2015. (B)(4).